Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the physician attempted to reposition the lead and the helix tip broke off, the tip remains in the patient. No other information is available.